Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for off-label wilson's disease. It was reported that the caller stated the system was for off label use as the patient has wilson's disease which caused tremors. The caller noted that the patient was bedridden/wheelchair bound, could not communicate and was not capable of charging so their mother did the recharging. The caller stated the rc was implanted about 2 weeks ago, specifically 2 monday's ago but didn't have the patient information on the call. The caller was called by the surgeon as the patient was at the office for their surgical post-op appointment. The physician reported that the ins was overdischarged but the caller didn't think the physician had tried to do anything with the device yet. The caller thought the patient likely showed up to the office with a dead ins and was having trouble charging. The caller asked how to perform a reset. Technical services suggested to attempt interrogating as it was unlikely the ins overdischarged in 2 weeks. The caller was on their way to meet with the patient and going to call back when they were with them. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that it was determined that the battery was not over discharged, it was only depleted. Appropriate telemetry practices were reviewed and the battery was fully charged. The surgical bandage that was placed over the incision was causing difficulty charging and once removed, the telemetry was normal. This information was confirmed by the physician.